Event description:
Additional information received per the medical records indicate that the patient has a history of left leg deep vein thrombosis swelling and pulmonary embolus. Prior to the index procedure the patient presented to his primary physician with increasing left lower extremity pain. An ultrasound revealed extensive left lower extremity deep vein thrombosis (dvt). Upon arrival at the emergency room a computed tomography (CT) scan confirmed bilateral pulmonary emboli. The filter was deployed via the patient's right common femoral vein. It was placed near the l4 level. Immediately after the implant procedure the patient had a left lower extremity trellis pharmacomechanical thrombectomy. A post procedural venogram showed some residual thrombus. The thrombus was successfully aspirated. It was noted that the patient had a duplicate femoral vein system, both of which had been thrombosed, but were made patent. There was some thrombus in the popliteal vein which was unable to be aspirated. There was some thrombus noted in the ivc filter at the end of the case, but it was in the lower cage and did not extend above the filter. The flow was brisk around the area. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient presented to the emergency department via ems for evaluation of left leg pain associated with edema, numbness and shortness of breath. The patient was admitted and diagnosed with occlusion from left femoral to popliteal dvt, thrombosed inferior vena cava and occlusion of ivc filter. He was treated with anticoagulants and two stents were placed. The patient continues to experience worry and anxiety related to the filter. The patient became aware of the reported events six years and seven months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d6, d11, g3, g4, g7, h1, h2 and h6. Section d6: per the ppf, the implantation date is (B)(6)2010 section h6: patient code '1984' was used for occlusion of the inferior vena cava (ivc), occlusion from left femoral to popliteal and occlusion of ivc filter as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was left leg dvt, swelling and pulmonary embolus (pe). Imaging confirmed pe and dvt. The filter was deployed near the l4 level. Following the implant, pharmaco-mechanical thrombectomy was performed for the dvt. A post procedural venogram showed a duplicated femoral vein system, patent after thrombectomy. There was thrombus in the popliteal vein and in the ivc filter after the thrombectomy; however, blood flow was brisk around the areas. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) and blood clots stuck in filter. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, left leg pain with edema diagnosed as thrombotic occlusion from the femoral to the popliteal in the left leg, thrombosis and occlusion of the filter, and anxiety. The thrombosis was treated with anticoagulants and stent placement. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) and blood clots stuck in filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) and blood clots stuck in filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.